Event description:
The electrode array of the pt's cochlear implant inadvertently was not placed completely in the cochlea. Revision surgery was done in 2000. The electrode array was inserted into the cochlea. This is the final report.